Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to perform a pump reset, and after the reset, the cgm error code did not reappear. The sensor session was successfully started by the customer.